Event description:
Patient wife reports the pump was infusing faster than normal. Patient was able to finish infusion. Curlin pump serial (B)(4) and expiration for maintenance 06/16/2023. Pump used to infuse gammgard at above date and frequency did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? No. But patient was able to complete infusion. Reported to (B)(6) by pt/caregiver.